Event description:
It was reported the patient's ipg depleted. It is unknown if the battery depleted prematurely. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Event date: date of event is estimated.

Manufacturer narrative:
A patient's ipg depleted was reported to abbott. The device was not returned for disposal/evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.